Event description:
The customer reported that the insulin pump is not delivering insulin. The alarm history was checked and there was a no delivery alarm on (B)(6) 2015 and another on (B)(6) 2015. Blood glucose value was 428 mg/dl. It was stated that the customer does not try to resolve the no delivery and just removes the insulin pump. The customer was instructed to change the infusion set; troubleshooting was performed and customer was advised to continue the use of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.